Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced an episode of ventricular tachycardia. An echocardiogram was performed to assess impella position, and the device was repositioned under echo guidance from 49.5 cm to 49 cm. The patient outcome is still to be determined as the patient remains on support.

Manufacturer narrative:
The investigation was completed. (Ventricular tachycardia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.